Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 142 mg/dl at the time of the call, and 60 to 109 mg/dl after being treated. The customer was given food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer also had calibration and lost sensor issues with the sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the after treatment blood glucose level was 63mg/dl.